Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced sepsis (unspecified) and was admitted to the hospital for the event. It was reported that the pt was recovering from the event. The cause of the sepsis was unknown. On an unknown date during hospitalization, pd therapy was discontinued and hemodialysis was started. The reason pd therapy was stopped was because patient was placed on a "ventilator"(could not specify further). On an unknown date during hospitalization, hemodialysis was discontinued and pd therapy was restarted (not further specified). It was unknown if the sepsis resolved. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted. Same patient as complaint (B)(4).